Event description:
Patient 2 of 2. Healthcare professional reports hgbpro "results not matching the lab/hospital results". The customer collected the samples using a venous draw with a pediatric edta (lavender top) test tube and transferred the samples to the strips, and sent the tube out for testing. Customer verified correct strip lot was entered in the instrument. Controls were in range. On (B)(6) 2010 hbg 10.6 g/dl on hgbpro; hgb 11.5 g/dl at reference lab. The strips are stored at room temperature. It was noted that the desiccant pack was no longer in the container. The customer used on tube of twenty-five strips in about three months. It was also noted that the instrument was dropped a "while back" and was not sure if that would have any effect on the results. According to the reporter the difference in the results generated are about 9-10%. The customer does not feel that the instrument is malfunctioning and does not wish to return the instrument. The hgb strips are required to be stored with the desiccant. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). There are two patients for this complaint. This report is for the second patient. Refer to 2248721-2011-00015 for the report for patient 1. Method: device history record, ncmr, CAPA and complaint history evaluated. No product returned. Results: record evaluation completed. Complaint could not be confirmed. Conclusions: user and/or device error may have contributed to alleged complaint. Lot strips being recalled (B)(4) due to higher than specified bias. The FDA was notified of field action on (B)(6) 2010. Recall number has not been assigned by FDA. Itc has requested all data required for form 350a.